Event description:
It was reported that pump insulin gauge displayed amount different than expected, showing 70 units instead of over 200 units and causing concern about accuracy of insulin estimate. There was no reported impact to the customer¿s blood glucose level. Customer confirmed that gauge value was changing with delivery, had removed air from cartridge, but had not used room temperature insulin, so technical support provided education on proper filling technique, guided customer through filling and loading new cartridge, and customer declined test bolus, chose to monitor pump and agreed to follow up if needed.